Event description:
Blue claves on the end of IV's came off twice from a patient, leaving blood backing up and all over him and the patient's bed. This occurred again later in the evening.this specific rn spoke to other nurses on the telemetry unit and three nurses confirmed that this has happened to them as well.======================manufacturer response for microclave connector, (brand not provided) (per site reporter).======================spoke with ICU medical staff member. She stated this usually involves a specific lot and that they request staff to save device for return.